Event description:
It was reported by a nurse that a vns pt was not able to tolerate vns stimulation and her device was turned off in (B)(6) 2011. There has not been any seizure change since disablement of the device.